Event description:
It was reported that the user experienced rising blood glucose while performing a self-initiated infusion set change, with a measured value of 250 mg/dl and no observable drops during a fill when the tubing was connected to the cannula site, suggesting interrupted insulin delivery. The user then completed a full infusion set change using new supplies under guidance, after which insulin delivery was confirmed and glucose returned to the normal range. Symptoms included hyperglycemia. The outcome included resolution of the hyperglycemia following resumption of insulin delivery, with no hospitalization required. The investigation included phone-based troubleshooting, guided infusion set replacement, and post-event data review. The investigation revealed that the prior infusion setup likely failed to deliver insulin due to an unspecified delivery interruption, with resolution observed after replacement of the infusion set and supplies. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.